Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The roller pump functioned as intended and underspeed and pump jams only occurred when expected. There were no motor errors observed during evaluation. Underspeed and belt-slip events were indicated in the event log. It was determined that the roller pump functioned as intended.

Event description:
Under speed error and motor function error.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. The roller pump was run overnight with no errors and the pump functioned as intended. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the roller pump. Release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the roller pump displayed an 'under speed' and 'motor function' message. As a result, an alternate device was employed. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.